Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b3, b4, g3, g6, h2, h3, h6, h10. The device was returned to the factory for evaluation on 02/20/2024. An investigation was conducted on 02/20/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. Evidence of charred material was observed between the jaws. The cannula and c-ring were observed to be intact with no visual defects. A microscopic inspection was conducted. The heater wire and gray silicone insulation of both the the hot and cold jaws were observed to be intact with no visual defects. Based on the returned condition of the device and investigation results, the reported failure "peeled; jaw/delaminated" was not confirmed. The lot # 3000364309 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hempro vh-3500 insulation peeling off jaws of cutter. No components of the device fill into patient or tunnel. The procedure was completed using a new device with no procedural delay. There was no patient harm.